Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP had no power to the unit and had a burning smell. There was no report of smoke, flames, voids, or exposed ac wires. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for investigation. During the evaluation of the device, the service technician was able to confirm the customer's complaint of the device had no power to the unit. The service technician confirmed the therapy pca was not working. The technician found thermal damage to the therapy pca, lcd display, center enclosure, and the blower box assembly. The technician was unable to download the error log data. The device was forwarded to the product investigation lab for further investigation. At this time, no further investigation has been performed. If any additional information is received, a follow up report will be filed.